Event description:
It was reported that the customer received a motor error alarm on the insulin pump, during a bolus delivery. The customer's blood glucose was 105 mg/dl. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratches on display window and stripped battery cap coin slot.